Event description:
It was reported an alarm was heard. Telemetry confirmed a critical alarm was occurring. It was noted alarm was due to a motor stall. Hcp stated the motor stall occurred on (B)(6 )2010 at 17:29. Pt was being managed with orals. It was also reported pt experienced withdrawal. Symptoms were nausea and diarrhea. The pump contained morphine. At the time of this report, no further details were reported. Add'l info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).